Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage and an overheating u5. Confirmation of the complaint was confirmed. The probable cause was moisture damage and a defective u5.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had overheating. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.